Event description:
It was reported that this pacemaker reverted to safety mode. The patient does not appear to be dependent. Technical services (ts) recommended device replacement. This pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.